Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6937a-52 lead implanted: 2014 (B)(6); (B)(4) ICD implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that one day after implant, the right ventricular (rv) coil plugged into the svc port had high impedance readings. A loose connection or fracture was suspected. No further information could be obtained. The high voltage rv leads remain in use and the device remains in use. No patient complications have been reported as a result of this event.